Manufacturer narrative:
Upon evaluation of the subject device, we found the engagement angle of the anvil was incorrect.

Event description:
The device was used during a partial lung resection procedure. The anvil and cartridge disengaged. The surgeon retrieved the components and continued the procedure with another device. No pt injury was reported.